Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device expiration date: unknown. Medical device lot #: 6277528; medical device expiration date: 07/31/2017; device manufacture date: 10/03/2016. Medical device lot #: 6228762; medical device expiration date: 05/31/2017; device manufacture date: 08/15/2016.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were overfilled.